Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to try new programming. With the new program the patient felt stimulation at his low back down his leg on the right side but did not have left side coverage. No implant replacement was confirmed and the patient had another follow-up appointment on (B)(6) 2017. The cause of the stimulation only being felt in the buttocks and high impedances is unknown. The patient mentioned that he had lost weight since implant and when he sat for a long period of time he could feel the battery as a pressure, but it was not painful. Further information stated that the patient was able to use the programmer to control the stimulation on the right side and no replacement was planned at the time.

Event description:
Information was received by a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I. It was reported that the patient only felt stimulation in the buttocks area, but he needed stimulation for his low back down to his feet. Manufacturing representative (rep) reported that the patients pain changed since implant and that he has neuropathy and knee pain. The stimulation system originally was intended for lumbar pain. It was reported patient hasn't used spinal cord stimulation (scs) for 12 years, however did try to turn stimulation on 6 months ago. It was reported implant is currently at 40-90% capacity used, 2.56 volts. Impedance check showed 1<(>&<)>2 electrode with impedance of 1137 ohms, all other combinations are greater than 4000 ohms. Impedance check was on 4 volts at 450pw. Patient was programmed at 0+ 1- 2- 3-. Rep is to try and reprogram and healthcare provider to determine when to replace patient's implant. No further complications were reported or anticipated.